Event description:
On (B)(6) 2012, the patient claimed she developed elevated blood glucose of 424 mg/dl and had symptom of sweating, nausea, and thirst because she had to disconnect from insulin pump therapy to resolve the call service alarms. The patient was able to resolve the call service alarm issue and is currently back on insulin pump therapy. After the patient took 15 units of insulin, her symptoms abated while she tested at 343 mg/dl. This complaint is being reported because the patient had symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).